Event description:
During an atrial fibrillation procedure, the sheath was inserted into the heart and blood leaked from the hemostasis valve before catheter insertion. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. No additional venipuncture was performed due to sheath replacement. The only product inserted directly into the hemostasis valve was the included dilator.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the sheath was inserted into the heart and blood leaked from the hemostasis valve before catheter insertion. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. No additional venipuncture was performed due to sheath replacement. The only product inserted directly into the hemostasis valve was the included dilator. It was confirmed that no air entered to the patient.